Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
On 4/16/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: a wire broke from the tip of the xi mega suturecut needle driver. The original intended procedure was a robotic hiatal hernia repair. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument was inspected prior to use. The instrument did not collide with any other instrument or tool during the procedure. One cable was noted to be protruding from the distal end of the instrument. No fragment fell into the patient. No photographic images of the device(s) or a video recording of the procedure available for isi review.